Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their high blood glucose levels and air bubbles in their reservoir. The customer's blood glucose level at the time of incident was 315mg/dl. The customer states there is one large air bubble, and a few little bubbles in the reservoir. Troubleshoot was conducted, and the air bubbles were removed. The customer was advised on proper storage and installation techniques for the insulin. No further assistance was needed.